Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/(B)(4) a sample of e.coli was misidentified as salmonella. No false results were reported out to the clinician or the patient. This is a report of two occurrences. The following information was provided by the initial reporter: customer reports misidentification - e. Coli was misidentified as salmonella species.

Manufacturer narrative:
H6 investigation summary: this complaint is confirmed. This complaint is for misidentification of escherichia coli as salmonella species when using phoenix panel nmic/ID-307 (449289) batch number 1355167. The customer did return isolates, but did not return panels or lab reports for investigation. To investigate, a total of three retention panels from the complaint batch were tested using customer returned isolates of escherichia coli (91813216) on a phoenix instrument and evaluated for identification results. During investigation, one panel identified correctly as escherichia coli. The other two panels identified incorrectly as shigella boydii. Additionally, maldi testing was performed and did identify the organism as escherichia coli. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one additional complaint on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Per baltrmphxidastaph rev 10 version h, ID 7.0-7.11, indicates the potential risk of a mis-ID of qc strain or survey strain as an s1.

Event description:
It was reported that while using panel phoenix nmic/ID-307 a sample of e.coli was misidentified as salmonella. No false results were reported out to the clinician or the patient. This is a report of two occurrences. The following information was provided by the initial reporter:customer reports misidentification - e. Coli was misidentified as salmonella species.